Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervix inflammation, endometriosis, uterine leiomyoma, uterine fibroids and ovarian cyst. Concomitant products included oral contraceptive nos from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition; depression"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and abdominal pain upper ("pain stomach") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy(full),bilateral salpingectomy,lysis-adhesion,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, depression, migraine, headache, tooth disorder, fatigue, weight increased and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received : event of "injury" replaced with a valid event "pelvic area pain". Other new events added - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain, stomach pain, lower stomach pain were added. Outcome of the events added. Patient's medical history was added. Essure removal procedure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.